Event description:
A ventilator was returned to the manufacturer for routine periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "system leak verification: pressure drop over 10s" test step during testing. The technician recommended replacing the muffler assembly to address the issue. No further investigation is required at this time. Additionally, the air inlet foam filter and particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "system leak verification: pressure drop over 10s" test step during testing. The technician recommended replacing the muffler assembly to address the issue. No further investigation is required at this time. Additionally, the air inlet foam filter and particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The device's muffler assembly was returned to the manufacturer's product investigation laboratory (pil) for further review. The pil tested the muffler on the pil trilogy evo multifunctional test station for leak verification and passed all testing. Pil concluded that the muffler assembly operates as designed.